Event description:
Hcp reported that when pump pocket exploration was done they found the strain relief sleeve sheared through as well as catheter sheared partially through. The device was explanted and returned to the MFR analysis. A follow up report will be sent when additional information is received.